Event description:
It was reported that the patient presented to hospital for a follow up. It was noted that the right ventricular (rv) lead exhibited elevated capture threshold and pacing impedance. Chest x-ray revealed possibly microdislodgement. The rv lead was explanted and replaced. The patient was discharged post procedure.